Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced urinary retention. The patient presented at the hospital and a catheter was inserted to treat the urinary retention without deactivating the aus and the device was damaged. The catheter was then removed and the patient experienced urinary incontinence. A surgical procedure was performed, and the device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 0188522012. Model/catalog description: control pump fgs iz. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 0187736014. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.